Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional info is received from the hcp.

Event description:
It was reported that the ipg depleted prematurely and was replaced. The pt outcome was noted as "ok".